Event description:
It was reported that the "lateral view" image on the stenoscop system was poor. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction could not be verified. Discussed the case with the operator and based on the information provided, it is believed that the size of the pt and view selected impacted penetration. The other images appeared normal. The system was tested and found to be working as intended and placed back into service.